Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of machine shuts off intermittently and doesn't power back on until battery is reseated. Power button lights up but doesn't turn on was unconfirmed. The reported issue was unable to be reproduced. The sr9 was connected to a test power supply and remained powered on for more than 12 hours.

Event description:
It was reported that machine shuts off intermittently and doesn't power back on until battery is reseated. Power button lights up but doesn't turn on. Sw version is 1.1.0. No other information was provided.

Event description:
It was reported that machine shuts off intermittently and doesn't power back on until battery is reseated. Power button lights up but doesn't turn on. Sw version is 1.1.0. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.